Manufacturer narrative:
Diopter: -12.00. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 -12.0 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. Low vault was observed on (B)(6) 2015. The lens was explanted on (B)(6) 2015. No other lens was implanted. See MFR. #2023826-2015-01649 for right eye.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found lens returned dry in the lens container. Visual inspection found no visible damage to lens. Work order search: no similar complaints were found in the work order search. (B)(4).